Event description:
It was reported the customer received a blank display. The customer stated he had dropped his insulin pump prior to the blank display occurring. Troubleshooting was able to recover the customer's blank display. It was also found the customer received a battery out of limit alarm after he had replaced his battery during the blank display troubleshooting. Customer's blood glucose was 214 mg/dl. Customer was advised to monitor his insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)